Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) level rose to 254 mg/dl and customer subsequently went to the emergency room (ER). Customer changed the pump supplies and resumed insulin delivery on the way to the ER. No treatment was received at the ER; customer only stayed for observation as bg level lowered to 160 mg/dl after supply change. System check was performed and no issues were identified. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.